Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false upstream occlusion alarms which were not reproduced. Evidence for the reported problem was found through the event history log review by the presence of numerous "upstream occlusion!" Alarms on the final day of customer use in the log; however, it is unclear if these alarms are true or false. Evaluation found cracks on the ultrasonic sensor flex tail pins, causing the condition. The failed upstream sensor was replaced. Additional information: (B)(4) crack.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no patient injury.